Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of edema as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine. Patient now has recurrent edema. Symptoms appeared two months after injection, then appeared again a month later, and then again three months later (corresponding to a solar exposure). Patient was treated with corticosteroid therapy each time. Symptoms are ongoing. Two months prior to injection patient was injected to the cheekbones with unspecified juvéderm® voluma¿ and to the nasolabial folds with juvéderm® volift¿ with lidocaine.